Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed hives under the lifevest equipment. Patient described the area as hives and itchiness .there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended benadryl for the hives. Follow up indicated that the skin irritation improved.